Event description:
It was reported that there was a revision today on a patient whose anchor came loose so that the lead needed to be repositioned due to migration. It was noted that the patient had occipital placement of leads. It was stated that the caller anticipated repositioning of the lead, not changing it out. It was reported that the caller did not know when the issue started but was first notified last friday. It was further noted that the lead was repositioned intra-operatively and that the system was intact. It was confirmed that no product replacement was needed and all previous implants remained. It was noted that the manufacturer¿s representative did not see the patient post operatively for follow-up. Additional information received from the healthcare professional (hcp) reported that there was a 50% or greater symptom reduction and the patient had recovered without permanent impairment. It was reported that the anchor stitch had failed, allowing the lead to slip out of position. It was noted that there had been no manufacturer shortcoming.

Manufacturer narrative:
Product ID 3777-60, lot# va0hzu5010, implanted: 2014 (B)(6); product type lead product ID 3777-60, lot# va0hzu5009, implanted: 2014 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 3708160, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: 2011 (B)(6); product type extension. (B)(4).